Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier completed information: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated and falsely decreased alinity c total bilirubin results for multiple samples. The following results from (B)(6) 2023 were provided: sid (B)(6) initial result = 84.16 umol/l, repeat result = 14.60 umol/l. Sid (B)(6) initial result = 65.90 umol/l, repeat result = 8.51 umol/l. Sid (B)(6) initial result = 69.63 umol/l, repeat result = 11.27 umol/l. Sid (B)(6) initial result = <1.71 umol/l, repeat result = 4.35 umol/l. Sid (B)(6) initial result = 170.00 umol/l, repeat result = 30.13 umol/l. Sid (B)(6) initial result = 65.77 umol/l, repeat result = 11.84 umol/l. Sid (B)(6) initial result = 119.43 umol/l, repeat result = 22.28 umol/l. Sid (B)(6) initial result = 52.30 umol/l, repeat result = 5.67 umol/l. Sid (B)(6) initial result = 39.47 umol/l, repeat result = 4.76 umol/l. Sid (B)(6) initial result = 47.74 umol/l, repeat result = 7.68 umol/l. Sid (B)(6) initial result = 113.65 umol/l, repeat result = 19.02 umol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated and falsely decreased alinity c total bilirubin results for multiple samples. The following results from 01sep2023 were provided: sid (B)(6), initial result = 84.16 umol/l, repeat result = 14.60 umol/l, sid (B)(6), initial result = 65.90 umol/l, repeat result = 8.51 umol/l, sid (B)(6), initial result = 69.63 umol/l, repeat result = 11.27 umol/l, sid (B)(6), initial result = <1.71 umol/l, repeat result = 4.35 umol/l, sid (B)(6), initial result = 170.00 umol/l, repeat result = 30.13 umol/l, sid (B)(6), initial result = 65.77 umol/l, repeat result = 11.84 umol/l, sid (B)(6), initial result = 119.43 umol/l, repeat result = 22.28 umol/l, sid (B)(6), initial result = 52.30 umol/l, repeat result = 5.67 umol/l, sid (B)(6), initial result = 39.47 umol/l, repeat result = 4.76 umol/l, sid (B)(6), initial result = 47.74 umol/l, repeat result = 7.68 umol/l, sid (B)(6), initial result = 113.65 umol/l, repeat result = 19.02 umol/l, no impact to patient management was reported.

Manufacturer narrative:
The customer observed multiple r1 pipettor errors and air bubbles in reagent 1. However, a single definitive part could not be identified as the likely cause for the result issue. The alinity c processing module serial number (B)(6), was considered the likely cause. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the alinity system or discrepant results as described in this ticket. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the alinity c processing module serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.